Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
The customer cancelled the service call indicating the fault had been cleared. No add'l details were disclosed.